Event description:
It was reported that the device was wasted. In 2009, (through follow-up with the health-care provider), it was learn from the operative report of 2009, that "while lowering the valve and tying the sutures we realized that one of the strips was mispositioned and was in that thick septal tissue. Therefore, we removed the valve and inserted a new percardial tissue valve size 27." This was an unsuccessful valve replacement.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. It was also noted that the device is unavailable for evaluation, as the device was "disposed" of. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unsuccessful valve replacement. Device not returned.